Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while loading a cartridge with insulin. The customer changed the syringe needle and the cartridge was successfully loaded. The blood glucose was 128 mg/dl.